Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received the open book image on the pump screen. The customer¿s blood glucose level was 123 mg/dl at the time of the incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.